Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the dirty objective lens and blurry image, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a dirty objective lens and a blurry image. There was no patient involvement.